Event description:
Customer reported that their AED will not power on and that they received a service code of 7010 after a new battery pack was inserted. They did not report that this event occurred during patient use.

Manufacturer narrative:
Customer reported that their AED will not power on and that they received a service code of 7010 after a new battery pack was inserted. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.